Event description:
In late 2008, the lay user/pt contacted lifescan alleging that a one touch ultrasmart meter had read inaccurately low. The pt indicated that the alleged meter issues started six days prior, at around 1:00pm. The pt reported blood glucose results of "122 mg/dl" with a lifescan meter and "168 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not known as to what actions the pt took in response to the alleged meter issue. On an unk date/time during the time of concern, the pt claimed that she developed symptoms of dizziness, pain, shakiness, and thirst. On the same day, the alleged meter issue began, but at an unspecified time, the pt reportedly received assistance in an emergency room (ER). The pt's blood glucose was tested on an ER/hospital meter, but the result obtained was not provided. The pt was reportedly treated with insulin (unk type/dosage). The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. He did not have control solution to perform a qc test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she received insulin treatment in an ER after the alleged meter issue began. The pt alleged that the meter read inaccurately low. She performed a meter-to-other meter comparison where the calculated difference between the reported results did not meet lifescan's criteria for accuracy testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.